Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited noise on the ventricular channel. The noise was oversensed and resulted in pacing inhibition. Low ventricular amplitudes were noted, however all other lead diagnostics were stable and the episodes were occurring at various times of the day. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi) and recommended troubleshooting options to determine the source of the noise. The patient is pacer dependent, however there were no symptoms reported due to the oversensing. The other manufacturer's lead was later surgically abandoned and replaced. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the field indicating this other manufacturer's lead was found to have insulation damage resulting in the reported noise and oversensing. No additional adverse patient effects were reported.